Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR). The initial medwatch reported that the subject device exhibited foreign material in the air water tube and cylinder. The device was returned and found to have foreign material; however; the customer returned the device without reprocessing which caused foreign material to remain. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, the gastrointestinal videoscope exhibited foreign material at the air/water tube and air/water cylinder. There were no reports of patient involvement.